Manufacturer narrative:
Review of the device history records show that the lot was released with no recorded anomaly or deviation. The caution in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of three for the same event. Reports one and three are reported on MFR #: 0001032347-2017-00056 and 0001032347-2017-00058.

Event description:
It is reported that during a procedure, blades and drills could not be locked in the driver, so they came out of the iq driver. It was asked if the event occurred prior to being used in the patient. The answer, "it is unknown," was provided.

Manufacturer narrative:
The product identities were confirmed in the evaluation. The bits were visually evaluated and found to show signs of normal use. Using a vision system, the connection end of the bits was dimensionally measured for the features that retain the bit in the iq driver. The dimensions were found to be within specification. The complaint was unconfirmed as the bits are within specification. The most likely underlying cause of the complaint was determined to be that the iq driver being used with the bits had a worn collet. This is report three of four for the same event. Reports one, two, and four are reported on MFR #: 0001032347-2017-00056, 0001032347-2017-00057, and 0001032347-2017-00330.

Manufacturer narrative:
Based on the product return, the following were updated: device available for evaluation?, date received by MFR, if follow-up, what type?, device evaluated by MFR?, and additional MFR narrative. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.